Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Customer attempted recommended steps including removing pump from case, pressing button in different ways, and connecting to a working power source, but pump did not turn on and showed red light with periodic vibration, so technical support arranged replacement pump, confirmed shipping details, and instructed customer to use multiple daily injections as backup therapy, place pump into storage mode before returning it with pre-paid label, and then program settings and connect continuous glucose monitor on replacement pump.